Event description:
The customer reported that the system experienced an un-commanded loss of power and functionality. No pt or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The main power cable was evaluated and repaired. The system was tested and found to be working as intended and returned to service.